Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed as horizontal lines were found on the image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there was an image interference problem while using the camera head. The issue was found at the end of the diagnostic procedure (otolaryngology), there was no procedural delay, and the patient was not under sedation. The procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the horizontal stripes could not be determined. Olympus will continue to monitor field performance for this device.